Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. All batches are released according to the required specifications. Chemistry and micro data must meet regulatory requirements prior to each batch. The components issued to each lot must meet incoming inspection criteria prior to use in manufacturing. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. All batches are released according to the required specifications. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that a patient developed toxic anterior segment syndrome (tass) one day after cataract surgery on the right eye, presenting with significant edema, iritis, conjunctival inflammation, aqueous cells, and fibrin. The patient was treated with high-dose topical steroids, and it was noted that an ophthalmic viscoelastic had been used during the surgery. Current condition of patient is improving.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.